Manufacturer narrative:
Approximately ten days after having a stent placed in the left internal carotid artery, the patient was diagnosed with a stroke. The patient was admitted for headache and loss of balance. The ER physician diagnosed him as "possible acute cva." There was a CT angiogram done at that time that showed a hypo-dense area in the frontal lobe that may represent a stroke. The report does not say whether it was acute or old. Incidentally, they found the aneurysm for which he was transferred for coiling. The headache and other possible neurological symptoms resolved after the coiling. A 30 day follow up showed no neurological deficit. A carotid ultrasound was performed and the stent was open and without noticeable thrombus. The vessel was described as mildly calcified and tortuous. The rate of stenosis was 80%. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated. A precise stent was successfully deployed in the lesion. The angioguard was safely removed from the patient. The patient was neurologically intact when taken from the angio suite. The procedure was successfully completed. The patient discharged the next day with aspirin and clopidogrel prescribed. The patients medical history includes hyperlipidemia, cardiac arrhythmia, CABG, smoking, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. Incidentally, they found the aneurysm for which he was transferred for coiling. The headache and other possible neurological symptoms resolved after the coiling. A 30 day follow up showed no neurological deficit. A carotid ultrasound was performed and the stent was open and without noticeable thrombus. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
Approximately ten days post index procedure the patient was diagnosed with a stroke. The patient is a (B)(6) male who was enrolled in (B)(6) study for stenting of the carotid artery. The target lesion location was the left internal carotid artery. The vessel was described as mildly calcified and tortuous. The rate of stenosis was 80%. An angioguard (601814rmc/ lot 71210506) embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated. A precise (pc0840rxc/ lot 15339376) stent was successfully deployed in the lesion. The angioguard was safely removed from the patient. The patient was neurologically intact when taken from the angio suite. The procedure was successfully completed. The patient discharged the next day with aspirin and clopidogrel prescribed. Approximately ten days post index procedure the patient suffered an adverse event. The patient was admitted for headache and loss of balance. The ER physician diagnosed him as "possible acute cva." There was a CT angiogram done at that time that showed a hypo-dense area in the frontal lobe that may represent a stroke. The report does not say whether it was acute or old. Incidentally, they found the aneurysm for which he was transferred for coiling. The headache and other possible neurological symptoms resolved after the coiling. A 30 day follow up showed no neurological deficit. A carotid ultrasound was performed and the stent was open and without noticeable thrombus.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.